Manufacturer narrative:
(B)(4). Date sent: 5/4/2021. D4: batch # u5en8l. H6: component code: mechanical(g04). Investigation summary: during the visual analysis of three videos, the following was observed: the 1st video shows a device from jaws area with tissue between them. At the 0:30 mark the device was removed and the staple line and cut line were as expected. At the 1:02 mark the device is introduced with a blue reload loaded. At the 1:07 mark tissue is placed between the jaws. At the 1:43 mark the device is removed and staple line and cut line were as expected. At the 5:14 mark a device is introduced with a blue reload. At the 5:20 mark tissue is placed on the device. At the 6:04 mark the device is removed and the staple line and cut line were as expected. At the 6:22 mark a device is introduced with a blue reload. At the 6:29 mark tissue is placed on the device. At the 7:16 mark the device is removed and the staple line and cut line were as expected. The 2nd video shows a device from jaws area with a white reload loaded and tissue between the jaws. At the 0:08 mark the jaws is open and placed other piece of tissue between jaws. At the 0:51 mark the device is removed. At the 1:09 mark a needle/suture is introduced and suture the tissue. At the 9:22 mark a device with a white reload loaded is introduced. At the 10:02 mark tissue is placed on the jaws. At the 10:49 mark the device is fired and at the 10:55 mark the device is removed. At the 11:05 mark a needle/suture is introduced and suture the tissue. At the 18:12 mark a device with a white reload loaded is introduced. At the 18:15 mark tissue is placed on the jaws. At the 18:46 mark the device is fired. At the 18:52 mark the device is removed and the staple line and cut line were as expected. At the 19:04 mark a needle/suture combination is introduced and suture tissue between two staple line. At the 20:38 mark ooze was noted on staple line and a clip was placed on this area. The 3rd video shows staple line on the tissue and ooze was noted on it and some clip are placed on this area. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,according to the information received the psee45a device, hemostasis intervention. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with seven reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # u5en8l: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: during the visual analysis of three videos, the following was observed: the 1st video shows a device from jaws area with tissue between them. At the 0:30 mark the device was removed and the staple line and cut line were as expected. At the 1:02 mark the device is introduced with a blue reload loaded. At the 1:07 mark tissue is placed between the jaws. At the 1:43 mark the device is removed and staple line and cut line were as expected. At the 5:14 mark a device is introduced with a blue reload. At the 5:20 mark tissue is placed on the device. At the 6:04 mark the device is removed and the staple line and cut line were as expected. At the 6:22 mark a device is introduced with a blue reload. At the 6:29 mark tissue is placed on the device. At the 7:16 mark the device is removed and the staple line and cut line were as expected. The 2nd video shows a device from jaws area with a white reload loaded and tissue between the jaws. At the 0:08 mark the jaws is open and placed other piece of tissue between jaws. At the 0:51 mark the device is removed. At the 1:09 mark a needle/suture is introduced and suture the tissue. At the 9:22 mark a device with a white reload loaded is introduced. At the 10:02 mark tissue is placed on the jaws. At the 10:49 mark the device is fired and at the 10:55 mark the device is removed. At the 11:05 mark a needle/suture is introduced and suture the tissue. At the 18:12 mark a device with a white reload loaded is introduced. At the 18:15 mark tissue is placed on the jaws. At the 18:46 mark the device is fired. At the 18:52 mark the device is removed and the staple line and cut line were as expected. At the 19:04 mark a needle/suture combination is introduced and suture tissue between two staple line. At the 20:38 mark ooze was noted on staple line and a clip was placed on this area. The 3rd video shows staple line on the tissue and ooze was noted on it and some clip are placed on this area. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Echelon devices starting in (B)(6) 2020 after pandemic, experienced 5 complications of bleeding. 3 were gastric bypass and one reop was due to an obstruction. Blood thinners are delayed for 6 hrs. Post-op and none given preop. No transfusion required but 2 more days in hospital. Intra-op, always have hemostasis issues and have to do more compared to competition. The surgeon started on j&j products and then used medtronics. Not much difference between the two until recently. Implemented suggestion given-changed first firing from green to gold. At first seemed ok. Did the cholecystectomy then went back to sleeve and it was bleeding. Could have been a possible reop if not noticed. He does wait 20 seconds prior to firing. The bleeding is mostly oozing. The staples all seem well formed. Fires 5-6 cm from pylorus and 1st and 2nd always bleeds. There has been no change to anesthesia protocol. When using medtronics used purple for sleeve and on bypass, purple for stomach and tan for jejunum. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the second gastric bypass patient performed on (B)(6) 2021 pm presents the next day am, 3 episodes of hematemesis and tachycardia. They are awaiting laboratory tests to see if transfusion or other actions are necessary. For now the treatment is medical. The surgeon suspects the anastomosis -gastrojejunum due to the height, hematemesis. During the surgery they waited 20 seconds before taking each shot, continuous shots. At the time of surgery, there was moderate bleeding that the surgeon classified as "not for report." Focal point hemostasis was performed with a total of 4 blister packs of clips (6 units in each blister). During the surgery there was no noticeable bleeding in the gastrojejunal anastomosis. The sequence of shots was as follows: 4 shots with gst45b reload to perform the gastric pouch. 1 shot with gst45w reload to perform gastrojejunum anastomosis, which was closed with manual suture. 1 shot with gst45w reload to perform jejunum-jejunum anastomosis that was also closed with manual suture. Successful methylene blue test. 1 shot with gst45w reload to perform jejunal transection and complete roux y. Clips were applied at the staple line ends. The left angle of the gastrojejunal anastomosis was reinforced as a routine with manual suture. In general, the staple lines were well formed and the tissues were normal for the anatomical site. For now only drug treatment.